Event description:
The customer contact reported the device touchscreen was not working and would not calibrate. The device was returned to the clinical engineering department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, and event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device did not pass calibration. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however, the keys were out of alignment. During a review of the device history the touchscreen: button ID: invalid errors were noted. The probable cause was due to contamination on the touchscreen connectors. This was due to fluid ingress. This device has been identified as paty of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.